Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to emergency room and hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 498 mg/dl, which was treated with manual injections. Customer was treated with intravenous insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer¿s blood glucose at the time of the call was 230 mg/dl. The insulin pump will be returned for analysis.